Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported lack of ultrasound was experienced during a cataract extraction with intraocular lens (iol) implant procedure. The capsulorhexis and hydrodissection were completed when the issue occurred. The reporter also indicated that two system messages had been displayed prior to the lack of ultrasound. The patient was transferred to another facility where the procedure was completed without consequences. Additional information has been requested but not received to date.

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿the customer reported the system displayed two system messages. The event occurred during surgery, the capsulorhexis and hydro dissection were completed when the issue occurred. The case was aborted. The surgery was completed in another hospital. There was no patient harm. Additional information received from the facility head nurse reported ¿lack of ultrasound¿ during surgery.¿ the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The handpieces were also checked and determined to have met specification. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 20, 2015. Based on qa assessment, the product met specifications at the time of release. The company service representative reviewed the event log and found the doctor memory selected was a manufacturer setting instead of the usual doctor memory "arco." The recorded time was one hour back, because the instrument was set for the solar time. The doctor memory "arco" was chosen only from 09:10 till 09:20, when the instrument worked properly. When the "manufacturer memory settings" were used it was found to be low, as longitudinal value was zero and torsional value from zero to 20. This was in memory "arco," instead. The system was found to meet specifications. The root cause of the reported event cannot be determined conclusively. (B)(4).